Manufacturer narrative:
Event site name: (B)(6) hospital, event site postal code: (B)(6), event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 22th august, 2024 getinge became aware of an issue with one of surgical light - lucea 50. It was stated that the threaded screw thread on fork was defective. According to the getinge technician, the device was not safe to use as it could drop on a patient. There was no injury reported, however, we decided to report the issue in abundance of caution as the issue with fork's screws may lead to the headlight detachment and serious injury.

Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Getinge became aware of an issue with one of surgical light - lucea 50. It was stated that the threaded screw thread on fork was defective. According to the getinge technician, the device was not safe to use as it could drop on a patient. There was no injury reported, however, we decided to report the issue in abundance of caution as the issue with fork's screws may lead to the headlight detachment and serious injury. Issue was solved by replacing the fork (ard368609996). It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. During maintenance, it was noticed that the fork arm which holds the light head onto the light arm has a screw loose. This screw holds the fork light onto the spring arm. As the screw was not secured the risk of the light head fall was real. The loosening of the screw was caused by a deterioration of the fixing tapped hole. An over tightening was the cause of the deterioration. It occurred at the installation or after maintenance. The yearly maintenance program ¿service protocol¿ mentions to check all fixing screws and that is precisely during this procedure that this case was found out. The fork light was replaced, so there is no risk anymore. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).